Manufacturer narrative:
(B)(4)

Event description:
New information on (B)(6) 2016 stated that during the patient's initial visit the patient had complained of experiencing fatigued. The patient was doing well post the revision procedure.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented to the clinic for a routine follow-up. Upon interrogation, the left ventricular lead exhibited loss of capture on all vectors. The patient experienced phrenic nerve stimulation. A chest x-ray was performed which revealed the lead had dislodged. No intervention or additional information was reported.